Event description:
It was reported that during surgical procedure two struts disassembled from the frame and could not be reconnected. The surgical procedure was completed using replacement devices immediately available. As per reporter, this caused a delay of 30-45 minutes, no adverse effects on patient.

Manufacturer narrative:
The returned components were received without the true lok plus ball stud, which had become separated from the main body, confirming the reported condition. The two components are joined using a press during the manufacturing process, and the visual examination of the returned parts revealed markings consistent with those typically produced by this pressing operation. A review of the manufacturing records confirmed that the devices were released as conforming to all applicable specifications. No similar events have been reported for the affected lot, indicating that this is an isolated case. A picture of the complete tl frame was provided as supporting evidence. The image showed that, in addition to the two involved struts, the complete frame also included a fixed rod positioned parallel to the struts, extending between the foot ring block and the tibia ring block.

Manufacturer narrative:
Devices involved in this event have not been returned for investigation, but they have been requested to return. If the devices are returned an investigation will be completed and a follow up report will be submitted.

Event description:
It was reported that during surgical procedure two struts disassembled from the frame and could not be reconnected. The surgical procedure was completed using replacement devices immediately available. As per reporter, this caused a delay of 30-45 minutes, no adverse effects on patient.